Event description:
During preventative maintenance at the customer site, the thermogard console (sn (B)(6)) did not pass functional testing as it could not detect the air trap. No patient involvement.

Manufacturer narrative:
During preventative maintenance at the customer site, the thermogard console (sn (B)(6)) failed the functional test because the thermogard console did not recognize the air trap. Traces of saline were noted on the printed circuit assembly (pca) of the air trap sensor block, resulting in a malfunctioning air trap sensor block. The possible cause for the saline traces was an overflow of saline into the air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard console. The air trap block with board was replaced to address the observed issue. Following the service, the thermogard console passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).